Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for spinal pain indications for use. It was reported that she was in a lot of pain and could not do anything. The patient stated that she has been giving herself a bolus and not getting any relief and was having to resort to narcotics. They do not like to do that as they were a physician and was always scared of ejection but also knows it could cause problems with her breathing. The patient mentioned that she has called about the 90% lag before and made it much quicker. The patient stated that it been going on for 3.5 weeks. The agent walked the patient through clearing data. The patient saw a code that was saying motor stall. The agent asked whether the patient had an appointment recently and the patient had magnetic resonance imaging (MRI) today. The patient also saw 338 codes. The patient mentioned taking a tramadol and back was hurting from laying in MRI. The patient stated that it did not seem to be helping. The agent asked if patient was hearing an alarm and patient states no. The agent had a hard time following the patient during the call. The patient mentioned they had MRI today because they ended up with some kind of cancer in her kidney and they had a urology appointment on friday which was when they can see her. The agent reviewed to have the pump checked post MRI. The agent directed the patient to their healthcare provider (hcp) to have the pump checked. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient stated that it was too late to call her hcp but will call tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.